Event description:
During a remote follow-up, far field r-wave oversensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.